Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility's charge nurse (cn). The machine alarmed with an air detector alarm, and a small amount of blood was seen dripping from the tubing wrapped around the blood pump rotor. The staff returned the patient¿s blood, paused the treatment, and then replaced the bloodlines. Treatment was successfully resumed on the machine. Towards the end of the same treatment when the patient¿s blood was being returned, it happened again. The machine alarmed with an air detector alarm and blood was seen leaking from the same area. The cn said the majority of the patient¿s blood was returned and blood loss was minimal (an estimate was not provided). The patient was able to complete their treatment on the machine. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was pulled from service for evaluation. When the bloodlines were removed, a tear was noticed on the blood pump segment of the tubing. No damage was noted on the bloodlines prior to treatment initiation. The damage to the tubing was believed to be caused by the blood pump rotor. Additional information was provided after speaking with the facility¿s biomedical technician (biomed). The biomed reported that they were able to fix the machine by replacing the blood pump rotor. The biomed said that a white cap on the inside of the rotor was loose. The rotor was said to be available for evaluation.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility's charge nurse (cn). The machine alarmed with an air detector alarm, and a small amount of blood was seen dripping from the tubing wrapped around the blood pump rotor. The staff returned the patient¿s blood, paused the treatment, and then replaced the bloodlines. Treatment was successfully resumed on the machine. Towards the end of the same treatment when the patient¿s blood was being returned, it happened again. The machine alarmed with an air detector alarm and blood was seen leaking from the same area. The cn said the majority of the patient¿s blood was returned and blood loss was minimal (an estimate was not provided). The patient was able to complete their treatment on the machine. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was pulled from service for evaluation. When the bloodlines were removed, a tear was noticed on the blood pump segment of the tubing. No damage was noted on the bloodlines prior to treatment initiation. The damage to the tubing was believed to be caused by the blood pump rotor. Additional information was provided after speaking with the facility¿s biomedical technician (biomed). The biomed reported that they were able to fix the machine by replacing the blood pump rotor. The biomed said that a white cap on the inside of the rotor was loose. The rotor was said to be available for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation found there to be objective evidence indicating a product problem. Therefore, the reported complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, this complaint has been confirmed.